Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 the reported event of an air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation.  Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation (af) ablation procedure, an air leak occurred. After placing the sheath, prior to catheter or needle insertion, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted, but the air was still aspirated into the syringe. The sheath was replaced and the procedure was completed with no adverse patient consequences.